Manufacturer narrative:
Initial reporter state: address information was not able to be obtained, therefore, nj was used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd maxguard¿ extension set it would not prime. There was no report of patient impact. The following information was provided by the initial reporter: would not prime.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-mar-2023. H6: investigation summary one sample model me2020, lot 22109118 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe filled with water. The set was unable to be primed. Visually inspection under the microscope showed signs of excess solvent. A quality notification was sent to the manufacturer. From the manufacturers investigation, the use of an incorrect pin is accepted as the root cause. A device history record review for model me2020 lot number 22109118 was performed. There was a quality notification on 19oct2022 regarding one sample from this lot for the reported failure mode.

Event description:
It was reported that during use with bd maxguard¿ extension set it would not prime. There was no report of patient impact. The following information was provided by the initial reporter: would not prime.